Event description:
Additional information was received. It was reported the cause was undetermined. The ins was overdischarged. The patient continued to charge the ins as needed. The patient was still to decide if they wanted an ins replacement. On (B)(6) 2021 the patient's husband reported the ins held a charge for 7 hours. On (B)(6) 2021 the patient, with assistance from their husband charged the ins to 100%. The patient had an appointment on (B)(6) 2021 and the ins still had 50% charge. An alert on the clinician programmer showed the ins would need to be recharged once a day to provide 24 hour stimulation. No further information was known at the time. No further intervention was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that patient reports she is not able to charge her ins, and hasn¿t charged it in approximately 6 months. Ins likely overdischarged.  Pt has not charged device in approximately 6 months. Scheduled appointment for trickle charge, tentatively for (B)(6) 2021. 2021-01-04 (B)(4): additional information was received from a manufacturer representative (rep). It was reported that the trickle charge appointment was tentatively rescheduled to (B)(6) 2021. 2021-01-14 (B)(4): additional information was received. It was reported the patient forgot to bring their recharger to the appointment. It was to be rescheduled, no date was set yet. (B)(4) update: (rep) successful trickle charge, por cleared on (B)(6) 2021. Issue resolved at this time additional information received. Rep reported patient indicated their ins does not hold a charge longer than 2 hours after trickle recharge. Patient is unable to troubleshoot over the phone, says she needs her husband to help. Will speak with patient when her husband is available to assist and/or will schedule an appointment to meet at hcp office. Nothing scheduled at this time.

Manufacturer narrative:
G4: the correct date is 2021-03-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.